Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent emergency endovascular repair of a rupture of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses. After the successful implantation of the devices, the patient developed paraplegia and was treated with medications. On (B)(6) 2010, improvement in the symptoms of paraplegia was observed. On (B)(6) 2010, the patient was transferred to a different hospital with minor paraplegia remaining.no more follow-up has been conducted. Therefore, the patient's current condition is unknown.